Event description:
As reported for this event by the customer, during an unknown procedure, the device contact was poor. The device had to be held slightly upward to receive an image. Upon cleaning the connectors, the issue was resolved. There is no harm or adverse impact to the patient and no delay to the procedure.

Manufacturer narrative:
This device is not sold in the us, but a similar device is. There was no device malfunction as the issue of no image was resolved by cleaning the connectors. The device is not being returned. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Manufacturer narrative:
This device is not sold in the us, but a similar device is. There was no device malfunction as the issue of no image was resolved by cleaning the connectors. The device is not being returned. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.